Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
I was training an ed nurse on powerglide placements today. We were called to place a line in preop for a spine procedure. We assessed the patient and found a beautiful upper left cephalic vein that would support our catheter. We set up and began the sterile procedure. The nurse did an excellent job accessing the vein. We confirmed both "lights" were in the vessel. At that point, I asked the nurse to set the probe down to then advance the guidewire. In doing so, he started adjusting his needle hand as well. I voiced to make sure he doesn't move his needle hand any further and keep it stabilized. He then advanced the guidewire with ease and no resistance. I asked him to then advance the catheter to the site. At that time, he also started to adjust his needle hand and was shaking his hand from the nerves, and I reiterated to make sure that hand does not move. He then went to advance the catheter and started to meet resistance. He was pretty shaky at this point due to nerves. At that point I asked him to stop and retrace our steps so we could remove the entire powerglide from her arm. At the time, I was not aware that the guidewire should not be pulled back before pulling the entire catheter out of the arm. I asked him to pull the guidewire back, which he met resistance immediately. Then I asked for him to pull the entire powerglide out of her arm. As he was pulling it out, he was meeting resistance as her skin was being pulled with the retraction as well. At this point we took a 2x2 piece of gauze to hold at the insertion site as we removed the powerglide and stop the bleeding. I set the powerglide back on the sterile field and retracted the guidewire. After removal, the site looked okay with no swelling. I asked the nurse to grab the probe again to take a look at the vein and see if we could place a powerglide above that site. While assessing the vein at the initial insertion site, we noticed two "lights" in the vein. The nurse asked "what are those lights?". I then grabbed the previous powerglide and advanced the guidewire and then the catheter. When advancing the catheter and safetying the needle, there was only half of the catheter left. I told the nurse, the catheter had been broken in half and that he needs to go call the doc. He went to call the doc and the situation was escalated. Additional information received 4/7/2025: the patient required surgery to remove the broken catheter. They brought the patient back for her spine surgery and while she was under for the spine surgery, she also had the rest of the catheter removed. The remainer of the catheter was successfully removed. They used x-ray and ultrasound images to locate the missing catheter. They put in a peripheral IV in the other arm while waiting for next steps and to prep the patient for surgery.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter break was confirmed and found to be use related. The product returned for evaluation was one 20g powerglide pro device. A gross visual inspection of the returned unit found that the catheter tubing had a complete break near the midpoint of the tubing. Blood residue was observed throughout the device indicating that the device had experienced some use. Microscopic inspection of the fracture site found that the fracture surface was smooth and the edges were angular, both features associated with damaged caused by a sharp instrument. Additionally, a portion of the fracture had a v-shape which matched the shape of the needle bevel, likely indicating that the break originated as a tear from the needle piercing through the catheter tubing. The catheter tip was inspected and deformation of the tip edge was observed, suggesting that insertion against resistance had occurred. Based on the features observed and the location of the catheter break, it is likely that the reported event was caused by the needle piercing through the catheter. A needle spear through may occur in the clinician setting if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing.